Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that #12 crown kept loosening up. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2025-01493 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.